Event description:
During attempted implant, the insulation of the right ventricular (rv) lead was twisted and damaged. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of twisted lead insulation and damaged lead insulation were confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead body did not find any anomalies related to the reported event. X-ray examination found the inner coil was over torqued at the connector region and some filars were broken consistent with procedural damage. The caused of the reported event was due to the over torqued inner coil.